Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber overfilled during set up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) for inspection. The chamber was visually inspected for dents and performance tested for overfilling by connection with a waterfeed bag and allowing the water to flow into the chamber. Results: no physical damage was observed to the chamber dome or base. When connected to a waterfeed bag, the chamber stopped filling 4mm below the maximum fill line, suggesting that the floats were operating correctly . A lot check revealed no other complaints of this nature for lot number 120419. Conclusion: the mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. We were unable to replicate the reported fault with the returned mr290v chamber, as both the primary and secondary floats were functioning correctly. The fph user instructions (ui) that accompany the mr290 chamber specifies in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the mr290 humidification chamber. A written description of the meaning of the symbols used is also included in the ui.

Event description:
A healthcare facility in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber overfilled during set up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.